Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that since implant, the patient has only been able to maintain four coupling boxes while charging. They stated they spend about 6-8 hours a week charging the inss. This past week they were unable to start a charge and only saw the reposition antenna screen. A replacement recharger antenna was sent. No patient complications were reported as a result of this event. Additional information was received from the patient and it was reported that the patient called to find a healthcare provider (hcp) "who can change this out, I am having trouble, I have had trouble since I got them with the charging, and you guys sent me another charger and that didn't help and since then they have both completely quit charging". She says that the therapy has helped her, it¿s the equipment that is the problem, saying she was having coupling issues and "it would take two full days to charge the right side, and the left side was a little better only taking a day to charge it". She says this problem originally started happening shortly after the implant stating, "the first time I tried to charge, probably a week after the implant on the right side, then the left side started doing it too".